Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated, however, the reported event could not be confirmed. The returned device showed signs of repeated use (impact marks), however, the device was not fractured and functioned as intended. Dimensional analysis of the product also determined that the product was conforming to print specifications. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It is reported that the impactor handle broke during sterilization. No adverse events were reported as a result of this malfunction.